Event description:
It was reported during surgery, that the driver tip broke tightening a screw. The surgery was completed with another driver after a 2-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00645 for the screw involved in this event.

Manufacturer narrative:
The reported driver was not returned for evaluation. Manufacturing and inspection records for 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 599698) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.